Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotic (dose, frequency, route and duration were not reported) for the event. At the time of this report, the patient was still under observation and pd therapy was ongoing. No additional information is available as the reporter declined follow up.